Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
The doctor reported that during the surgical phase, while transporting the implant to the patient's mouth at tooth position #22, the implant became detached from the driver attached to the contra-angle handpiece and fell to the floor. The doctor did not report any negative impact on the patient's health as a result of the event and confirmed that another implant of the same size was taken from stock and placed instead.